Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh revision/removal and had a bard implanted on (B)(6) 2009 due to recurrent symptomatic pelvic relaxation with stage IV vault prolapse, cystocele/rectocele, and mesh erosion from previous surgery. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair with avaulta solo graft. It was reported that patient also underwent bso and lysis of adhesions on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.